Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display showed lines across the screen and the user could not operate any functions, and the device was deemed nonfunctional and replaced. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included device replacement and instructions provided to shut down the device, return it with a provided shipping label, and complete setup on the replacement, with optional data sync to the mobile app before return. Investigation included customer interview and troubleshooting that determined the screen was unreadable and functionality could not be verified. Investigation of this case revealed a malfunction related to the display component that impaired usability, and the original device was requested for return to confirm the observed issue. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.